Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-95 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(6) manufactures the heater-cooler system . The incident occurred in (B)(6). A field service representative investigated the device, and the issue could not be reproduced. The most likely root cause of the problem was identified as the distribution board. The component has been replaced. Subsequent functional verification testing was completed without further issues, and the unit was returned to service.

Event description:
During maintenance inspection, a heater-cooler system 3t displayed an error code associated to the stirrer motor. There was no patient involvement.